Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed a crack found in center of iol. Additional information has been requested and received stating that there was no patient harm.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Iol returned in three pieces in the lens case base. Solution is dried on both surfaces of the optic and haptics. One haptic is broken torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing in the center of the iol, dividing the iol in two and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "crack found in center of iol". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).